Manufacturer narrative:
This event is being recorded under (B)(4) as an initial/final report. E1: telephone- (B)(6) g2: foreign- japan. The reported event is confirmed. Review found that the device would not power on. Visual inspection of the interior of the pack found the batteries had leaked electrolyte inside of the pack. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. The root cause is attributed to a manufacturing issue exacerbated by a design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the surgery, the complaint product didn't work even the motor at all from the start of use. Therefore, the surgeon used a back up unit for the surgery. No injury to patient but a 0-15 minute delay occurred. At device evaluation the units' batteries were noted to be leaking electrolyte. Diligence is complete.